Event description:
As reported from australia by our edwards lifesciences affiliate, the tip of the 14fr esheath was missing inside the patient and could not be located under x-ray. The patient was undergoing a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve. During the procedure, there was resistance during insertion of the commander delivery system through the 14fr esheath. Alignment was performed when the delivery system balloon was not completely outside of the esheath. The flex tip of the delivery system and the inflow of the transcatheter heart valve were sitting above the distal sheath tip. The clear plastic at the tip of the esheath was missing and was unable to be located under x-ray. During valve deployment, the inflation of the commander delivery system was slow at the distal side of the balloon. The valve was implanted successfully, and there was no patient injury. The patient went to ward after the procedure.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2024-01470. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for per administrative review. The following sections of this report have been corrected: b1, b2, h1.

Manufacturer narrative:
The device was returned to edwards lifesciences. The sheath was visually examined, and the following was observed: sheath shaft slightly curved. Liner fully expanded as designed. Distal tip torn radially and separated, along the distal edge of the liner. Tip was not returned. Distal tip stretched along radial score line. Scratches present on distal sheath shaft. Slant and radial score line was present. Hdpe stretching observed along radial tear/score line. C-marker present within distal inner lumen. Due to the nature of the event, functional and dimensional testing were unable to be performed. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history was performed and revealed similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn and separated sheath distal tip was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case it was reported that the valve alignment was performed inside the sheath shaft. This type of scenario could potentially create adverse interactions between the delivery system/transcatheter heart valve (thv) and distal tip, which could weaken the distal tip, causing it to tear. However, doing so would also create valve alignment difficulties (due to the system being constrained by the inner sheath lumen/distal tip), which were not reported. Per received follow-up information, the relative positions of flex tip/thv inflow during valve alignment were specified to be above distal tip, suggesting that the system/valve would have exited the sheath. The failure mode is likely related to sheath tip tear events as described in a previously created product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear and distal tip separation. As such, available information suggests that procedural factors (improper expansion of the sheath tip during thv advancement, valve alignment performed inside sheath) may have contributed to the complaint events. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate and assess the risk associated with sheath distal tip tear and separation potentially causing constrained inflation during valve deployment on the esheath/esheath+ using the commander delivery system. A corrective action preventative action (CAPA) determination was initiated.